Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the university surgical manipulator (usm). System tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report they were getting a repeated recoverable fault on universal surgical manipulator (usm3). Customer informed that they disabled usm3 and continued with the procedure. Error logs showed 23138 and 23087 errors pointing to usm3 axis 5. Customer asked how they could re-enable usm3 and tse informed them that they would have to reboot the system. Tse also informed the customer that the error may not be resolved by the reboot. Customer informed that the surgeon had decided to continue for now without usm3. Customer then called back after they were able to reboot the system. Customer informed that they got the same recoverable fault as soon as they installed an instrument on usm3. Tse recommended to replace the drape and check all the pins on usm3. Customer rebooted the system again and as they were replacing the drape, usm3 errored again. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered the 231 error. A procedure log review also showed the same errors of 23087 and 23138 on the degrees of freedom (dof6). When the carriage assembly was inspected, no debris or particulate was found on the rotor mirrors and the instrument sterile adapter (isa) window. The hall sensor was fully seated. The flex cable was checked, and it connected fine. The unit went through more testing on psc fixture test platform (pftp) and passed all required tests, but failed sine cycle testing due to errors 2313 and 23087. The isa printed circuit assembly (pca) will be replaced as a fix to the reported problem. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.